Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by a failed input/output printed circuit board. Further eval found a component dislodged from the I/o pcb. The input/output printed circuit board and shielding were replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no pt injury.